Event description:
It was reported that the patient is having problems with their device. Follow-up was conducted to obtain information on the patient and the device, but the attempts were unsuccessful. Records indicate the device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.